Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were spots of dried fluid inside the cassette compartment on the right side of the front panel bezel. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the touch screen test failed. The ok, stop, and up/down arrows push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the inverter board. A known good inverter board was installed and the display became operational. The simulated treatment pre- accelerated stress test (15 min)-test treatment test passed. There were no fluid leaks in the test cassette during the treatment test. The valve actuation test passed. The system air leak test passed. An internal visual inspection of the returned cycler encountered no other discrepancies. The cause of the encountered dried fluid in the cassette compartment could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that a patients liberty select cycler screen was dim even when brightness was turned up to 10 during peritoneal dialysis (pd) treatment. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. In a follow up, the patient reported there was no indicated adverse events or medical intervention required as a result of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.